Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up exit block was noted. The left ventricular lead exhibited a capture anomaly. The lead was explanted and replaced.